Event description:
On or about (B)(6) 2010, a miniarc midurethral sling was placed to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "after the sling was inserted, plaintiff experienced severe pain, infections and erosion requiring removal on (B)(6) 2011." It was also alleged that, "plaintiff has suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to enlarge in chosen and necessary activities," and had "severe and permanent injuries," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.